Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - incorrect or inadequate test result an evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customers with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. Further investigation determined the root cause of architect ivancomycin ((B)(4)) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue. A product information letter regarding this new reagent was issued on (B)(4) 2012, informing ex-us customers that the new reagent formulation, list number (B)(4) will be available (B)(4) 2012. The additional sample centrifugation as instructed in product correction letter of (B)(4) will continue to be followed by us customers. Submission for the us 510k clearance of the new product will occur (B)(6) 2012.

Event description:
The customer stated that one patient sample generated a higher than expected result for the architect ivancomycin assay. A result of 53.52 ug/ml was repeated at 39.03, 30.98 and 16.53 ug/ml. The customer's normal range for this assay is 4.99-19.90 ug/ml. The sample was not re-spun between the replicates. The customer was instructed to follow (B)(4) letter for handling and processing patient specimens for obtaining adequate vancomycin results. Suspect results were not reported out and no impact to patient management was reported.